Manufacturer narrative:
The calibration was last performed on 22-nov-2025, and it was acceptable. The qc was within the customer's established ranges. There was no indication of a performance issue with the reagent. The alarm trace showed a sample quality-related alarm and a sample short alarm. The field service engineer (fse) found that the cause was due to a misadjusted rinse tubing. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas 6000 c (501) module. Initial result: 6.5 mg/dl. Data flags accompanying other test results prompted the repeat of this sample. No questionable result was reported outside the laboratory. Repeat result: 9.6 mg/dl.

Manufacturer narrative:
The calcium reagent lot number was 882360. The expiration date was not provided. The field service engineer found that the rinse tubing was misadjusted. He adjusted the rinse tubing and flushed out the solenoid valves. He then performed mechanism checks, air purges, ise checks, cell blank calibration, qc, and precision studies, and they were all within specifications. The investigation is ongoing.